Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user observed a potassium error message displayed. Sensor changed out, but did not fix the problem. The user reported the surgical procedure was completely successfully, and there were no adverse consequences to a pt as a result of this event.